Event description:
Pt says the knee has never really felt like it healed; there has always been pain and discomfort. Pt has not been able to jog or run. In 2007, surgeon performed surgery and had to fill the hole with bone fragments. The doctor said the screw turned into mushy, cheese-like substance. Date of original surgery was 2006.

Manufacturer narrative:
Product recall initated 2007. No product is being returned for evaluation.